Manufacturer narrative:
Received one (1) used list# b9438, extension tubing with y-clave; lot# unknown for evaluation. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The sample leaked at the connection of the female luer. Upon further investigation it was found that there was a tear on the tubing in the connection of the tubing and the luer. The probable cause of the tear is unknown. Lot history review could not be conducted because no lot number(s) was/were identified

Event description:
The event involved a set, extension, smallbore, 8', disposable, sterile, w/clave, clamp, rotating luer ca\50 where it was reported that the t connector was attached to peripherally inserted central catheter (PICC) line running total parenteral nutrition (tpn), appeared to be leaking from part attached to IV tubing, when the nurse attempted to remove, needed force was used to take it out. Unclear if product was broken but did not appear to be loose at connection site. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: no UDI available due to not lot or list number provided. Additional reporter: (B)(6).